Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8015 s/n (B)(4) is showing an error code 120.4500, I told (B)(6) that this error code has something to do of using a non-alaris battery, I ask him to verify the battery is this is an alaris battery or not. (B)(6) confirmed that it was a non-alaris battery. I told (B)(6) that non-alaris battery can caused the power supply board to go bad. I also emphasize to (B)(6) that we always recommend to use alaris battery. I also gave him the option to send it in for level 1 flat rate repair. I also provided the part number for the power supply board.